Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select cycler alarm that a fluid leak was observed inside the cycler cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.